Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic on (B)(6) 2018, upon interrogation noise on the atrial lead was noted. It is unknown when it occurred. Noise issue was resolved after programming changes were made. No further information available.